Manufacturer narrative:
(B)(4). The reported malfunction was observed and attributed to a battery interconnect flex cable that was disconnected. The battery interconnect flex cable was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.